Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a right atrial lead warning due to high impedance. It was also noted that there was a significant number of runs of premature atrial contractions (pac) and oversensing was occurring with isometrics and pocket manipulation. The lead is still in use. No patient complications have been reported as a result of this event. On (B)(6) 2014: it was later reported that the lead also was fractured and that the lead was capped and replaced.

Manufacturer narrative:
It was later reported that the lead was also fractured. The lead was capped and replaced. (B)(4).

Event description:
It was reported that there was a right atrial lead warning due to high impedance. It was also noted that there was a significant number of runs of premature atrial contractions (pac) and oversensing was occurring with isometrics and pocket manipulation. The lead is still in use. No patient complications have been reported as a result of this event.